Event description:
The micro drill medium straight attachment was sent for eval due to overheating during testing. The event occurred during a routine field service maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.